Event description:
Reportedly, valve explanted after 12 days implant duration due to aortic insufficiency, renal failure. Had to do a redo avr and mvr, then patient was released. Valve unavailable to be returned for evaluation.